Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 1998 and a mesh as implanted concurrently with abdominal colposacral suspension. It was reported that the patient underwent transvaginal sling with repliform fascia implant and cystoscopy on (B)(6) 2003 due to stress incontinence. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 1998 along with concurrent colposacral suspension, halban culdoplasty, paravaginal repair, facia and lata sling urethropexy due to vaginal vault eversion, enterocele, cystocele and symptoms of sui and pop. It was reported that the patient underwent a surgical procedure on (B)(6) 2003 for sling suspension with repair of cystocele and rectocele.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure (B)(6) 1998 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.